Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there was a stent fracture. On (B)(6) 2017, the index procedure was performed. A 6x150mm eluvia stent and a 7x150mm eluvia stent were placed in the superficial femoral artery (sfa). The patient returned for a procedure on (B)(6) 2018 for treatment of an occluded below the knee (btk) artery. As the physician passed the sfa, it was observed that both stents were fractured at several levels. The sfa was still patent and had good blood flow. The physician then treated the btk artery with no problems. Afterwards, to avoid stenosis of the previously placed eluvias, the physician stented the sfa again with a non-bsc stent.